Event description:
It was reported by the customer that the insulin pump display screen was cracked across the screen. Customer stated they do not recall any significant events that lead to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 121 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with scratches on lcd display window and scratch on the keypad overlay. Insulin pump belt clip slot is not damaged. No cracks noted on display window or on lcd glass.